Event description:
New information received indicates that there was evidence of oor ra impedance measurement.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had evidence of oversensing leading to pacing inhibition. There was no evidence of asystole greater than 2 consecutive seconds in duration. The noise could be reproduced with pocket manipulation and postural changes. A lead fracture is suspected. The lead was electrically deactivated and the patient will be monitored. The patient reported palpitations.